Event description:
Boston scientific received information that the patient with this device and leads had a mammogram two months ago. Shortly after, the patient presented to the emergency room after hearing beeping noises. One month later, a follow up visit revealed increased lead impedance and high out of range shock impedance measurements. In addition, the device had migrated from the pocket and there was arm pain. Information obtained indicated the right and left ventricular leads are non-boston scientific leads. A replacement procedure is intended. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. When additional information is received, this event will be updated.